Event description:
Customer reported that the lcd screen on the insulin pump is discolored and not clearly visible. Customer stated that the damage could have been caused by sun exposure. Current blood glucose value was 103 mg/dl. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, and a cracked reservoir tube lip. No display anomaly was noted.